Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery throughout four different set changes. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the no delivery was a past event. The alarm did not occur during manual prime. The event was resolved by changing the infusion set and reservoir. No products were returned or replaced.